Manufacturer narrative:
Literature citation: d. Togawa "the trajectory and future challenges of balloon kyphoplasty in japan: from 2005 to 2015" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a nationwide questionnaire of bkp (submit rate:(B)(4)) was conducted and (B)(4) complications were amassed from (B)(4) facilities across the country. Complications are: (B)(4) post-op neurological disorders.